Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited undersensing during a premature ventricular contraction (pvc) due to low amplitude measurements. The smartpass feature then deactivated. Subsequently, t-wave oversensing occurred in two different episodes and resulted in delivery of inappropriate shock therapy. Boston scientific technical services (ts) discussed programming options. The sensing vector was reprogrammed. No adverse patient effects were reported. This product remains implanted and in service.